Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated she received vitamin b12 and folate results for proficiency samples that were twice as high as the target value when tested after they had performed the liquid flow path cleaning. The user stated they did not do a measuring cell prep after the liquid flow path cleaning. Of the data provided, the vitamin 12 results for three samples were discrepant. All results are in pg/ml. Sample 1 initial vitamin b12 result was 420.2, repeat results were 407.6, 277.0, 208.7 and 207.1 on (B) (6) 2010. The acceptable range was 134.0- 185.0. Sample 2 initial vitamin b12 result was 764.8, repeat results were 706.4, 613.2, 518.8 and 520.5 on (B) (6) 2010. The acceptable range was 346.6- 439.0. Sample 3 initial vitamin b12 result was 424.0, repeat results were 338.8, 286.1, 211.5 and 209.5 on (B) (6) 2010. The acceptable range was 136.8- 189.6. Of the data provided, the folate results for two samples were discrepant. All results are in ng/ml. Sample 1 initial folate result was 11.27, repeat result was 9.69 and 5.80 on (B) (6) 2010 with a new folate application. The acceptable range was 7.29-10.89. Sample 2 initial folate result was 6.01, repeat results were 5.25 and 2.54 on (B) (6) 2010 with a new folate application. The acceptable range was 2.97-4.47. No patient samples were affected. The vitamin b12 reagent lot number was 15643501 and the folate reagent lot number was 15678201. The user refused a service visit and stated she does not feel there was an issue with the instrument. The user stated she thought there was an interference from the liquid flow path cleaning.

Manufacturer narrative:
The investigation could not identify a root causes based on the data. As no similar events have been reported by other participants, a general recovery issue with elecsys b12 assay seems unlikely. No patients were involved.

Event description:
It was reported that the right monitor on the 9800 system was dark and the left monitor had an image burn in. No patient injury was reported.

Event description:
Caller states patient tested 8.0 inr on the coaguchek s system while a comparison lab returned as 3.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional information was provided for the acceptable range for the specimens when using the new folate application. For sample 1 the acceptable range was 7.33-10.81. For sample 2 the acceptable range was 2.97-5.07.